Event description:
The customer reported that, during a diagnostic colonoscopy, a polypectomy was performed. When placing the clip, it got caught in the mucosa and was difficult to release. Traction was applied backwards until the clip was released and the procedure was completed. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device was not sent to olympus for evaluation. A review of the device history record found no deviations that could have caused or contributed to the clip not being released. The review found the lot passed all event-related inspection items. Based on the results of the legal manufacturer's investigation, it is likely the clip could not be released because the clip pipe was covered with the tube sheath when clipping was performed and the slider was pushed to extend the hook from the coil sheath for clip releasing. As the connection between the hook and the clip was covered with the tube sheath, the clip could not be released from the hook. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: operation of this instrument is based on the assumption that open surgery is possible as an emergency measure if the clip cannot be detached from the instrument or if any other unexpected circumstance takes place. In this case, refer to ¿emergency treatment¿. Do not withdraw the instrument forcibly or change the angulation of the endoscope when the clip is grasping the tissue and is not released. Doing so may tear tissue inside the body cavity, resulting in patient injury, such as perforation, bleeding, or mucous membrane damage. Do not angulate the bending section of the endoscope or withdraw the instrument from the endoscope while the clip is grasping the tissue before being released. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage. Do not try to forcibly withdraw the instrument from the endoscope if the clip cannot be detached from the instrument. Forcibly withdrawing the instrument could cause patient injury such as perforation, bleeding, or mucous membrane damage. Should the slightest irregularity and/or breakage of the parts be suspected, withdraw the instrument from the endoscope immediately according to the steps of ¿withdrawing the instrument from the endoscope¿. Otherwise, perforation, bleeding, or mucous membrane damage may result. Olympus will continue to monitor field performance for this device.